Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 13. Details of surgery: immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding and inflammation. No further patient complications were reported.